Event description:
It was reported to boston scientific corporation during a retrospective series data collection that an orise proknife was used in the transverse colon during a colonic endoscopic submucosal dissection (esd) procedure performed on august 02, 2021. A day later, on august 03, 2021, the patient experienced a delayed perforation and abdominal pain. The exact cause of the perforation is unknown, per the physician. The physician deemed the event had a possible relationship to the device and a causal relationship to the procedure. The patient was admitted to the hospital and administered an intravenous (IV) antibiotic for three days. The patient was discharged from the hospital on august 06, 2021.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.